Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and corrected the brand name and PMA 510k. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2017) is considered to be the best estimate. Updated data: a2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), g3, g6, h2, h4, h6, h10. Corrected data: d1, g4 this supplemental emdr represents the bard/davol ventralex st (device 2). An additional supplemental emdr was submitted to represent the bard/davol ventralex st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex hernia patches on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016- patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per op notes, ¿a large hernia sac was identified in umbilical region and was dissected. A medium ventralex st mesh (device 1) was placed and sutured.¿ on (B)(6) 2018 - patient was diagnosed with recurrent ventral incisional hernia, thereby underwent open repair with implant of ventralex st mesh (device 2). Per op notes, ¿through old scar, the hernia defect just right to the midline was identified just superior to previous repair. The fascial edges were dissected free and the adhesions from the undersurface of the abdominal wall were taken down. A small ventralex st mesh (device 2) was placed over the fascial defect and was sutured¿. On (B)(6) 2019 - patient was diagnosed with recurrent incarcerated ventral incisional hernia, thereby underwent open repair with implant of ventralex st mesh (device 3). Per op notes, ¿through incision in old scar, hernia with incarcerated omentum was identified and was reduced. A medium ventralex st mesh (device 3) was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex hernia patches on (B)(6) 2016 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.